Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: 65875305201 shell with cluster holes porous 52 mm o.d. Size ii 61892080; 00875101032 liner neutral 32 mm i.d. Size ii for use with 52 mm o.d. Size ii shell 61944972; 00801803214 femoral head non-skirted 12/14 taper 61516295; 66017569 palacos cement 74544299; 546016000 canal plug 216155. (B)(4).

Event description:
Patient underwent left hip revision procedure approximately two years post-implantation due to periprosthetic fracture. No additional information provided.